Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe displayed error c-34 when trying to use the monopolar. However, they continued the surgery with the bipolar only. The procedure was completed with no reported injury. Additionally, the intuitive surgical, inc. (Isi) field service engineer (fse) was informed by the clinical engineering that the erbe generator of the sl1089 system had a c-34 fault. This was affecting the monopolar output. Some guidance was given, such as changing the cable and the instruments, but the fault was still present. It was suggested that they use an auxiliary scalpel, but this was unsuccessful as the scalpel the customer had was not compatible. They were advised that the erbe generator would have to be replaced, and the system would have to be stopped. As this problem occurred during a procedure, the surgeon decided to continue the procedure with the da vinci system, using bipolar instruments. In this way, the procedure was completed, and the patient suffered no damage. Isi contacted the site and obtained the following information: a prostatectomy surgery was being performed and the robot's cautery generator simply stopped.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to reproduce the reported complaint when the unit was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) had no significant scratches or dents. The front bezel was in decent condition when inspected by failure analysis. Intuitive surgical, inc. (Isi) contacted the isi field service engineer (fse) and obtained the following information: the system carried out the self-test normally, the generator was switched on, but the fse did not know if they carried out any kind of test before starting the procedure. The system and generator were switched on and there were no errors. The procedure was completed with the same generator, as the hospital's backup generator did not work. As the problem was only with the monopolar output, the procedure was completed using the generator's bipolar output.

Event description:
Refer to h10/h11 for follow-up information.